Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Physician observed "ruptured in multiple areas" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as a surgical impact opening. (Shell thickness within spec) and observed more of three openings on anterior assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Stress marks observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician observed "ruptured in multiple areas" during surgery.

Manufacturer narrative:
Continued h6: f2303. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Physician observed "ruptured in multiple areas" during surgery. The device has been explanted and replaced.